Event description:
The customer was hospitalized due to dka. It was indicated that the pump did not have any alarm. Troubleshooting was performed. The histories on the pump were correct. However, the testing could not continue because the pump did not have a reservoir and the customer does not have any supplies. Bgs are treated with insulin drip. A replacement pump was requested.